Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had rejected brand new batteries, clock was slow at times and the edge alone where the reservoir placed was cracked and had been a problem. Blood glucose level of the customer was unknown. The customer declined troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).